Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer was not certain if they were using either strip lot 36143821 or 40501422. For all lots, routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is currently ongoing. The event occurred (B)(4).

Event description:
The initial reporter complained of questionable inr results for 1 patient tested on a coaguchek in range meter serial number (B)(4) compared to a laboratory result using an acl top 750 instrument with medirox owren¿s pt method. First comparison: the meter results were 1.4 inr and 1.6 inr and within 2 hours the laboratory result was 1.9 inr. Second comparison: the meter result was 2.0 inr and within 2 hours the laboratory result was 2.6 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The results in question were not reported outside of the laboratory. The patient's hematocrit has been measured with a value of up to 50 percent but no higher.